Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromise force sensor system. Customer's blood glucose was 126 mg/dl. The customer sugar were stable. The customer stated that the device was not dropped or bumped and the drive support was loosed. The customer doesn't recall pressing it, advised to discontinue use of the device and revert to a back up plan. The customer's father stated that this is not their pump, as their pump was stolen. The customer was advised that we will verify and call back.